Event description:
The suspect device was used to check multiple patients inr values. The reporter stated the device was not accurate over 5.0 inr. Examples given were device results of 7.8, 8.0, and 6.1. Corresponding patient inr values from a lab were 4.0, 3.8, and 4.0. No treatment alleged. No controls were in use. The device was replaced and requested to be returned for evaluation.